Event description:
It was reported that the right ventricular (rv) lead exhibited a history of high thresholds and a decrease in r-wave amplitudes. The lead remains in use. No patient complications have been reported as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).